Event description:
It was reported that the patient experienced recurring incontinence, due to a leak in the artificial urinary sphincter (aus). An inspection of the aus revealed that there was a hole in the device. This issue was preventing the aus from cycling. The device was explanted and replaced with another aus consisting of a 4.0 cm cuff, control pump, and pressure regulating balloon. No patient complications were reported during the procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.